Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 475 mg/dl. However, the glucometer at the hospital read 464 mg/dl. The customer also experienced nausea and vomiting. The customer changed the infusion set, but continued to experienced high blood glucose levels, and was feeling sick. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime and high pressure tests. Nothing further was reported.